Manufacturer narrative:
The local area sales representative was contacted asking for the initial reporter name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high impedance measurements and high capture threshold values. The physician chose a different location, and the same abnormal measurements were observed, so they decided to relocate the lead once again, but this time, the helix did not retract as expected. Undersensing and dislodgement were also reported as part of the observations. Consequently, the lead was removed, and a different rv lead was used to complete the procedure. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found blood/body fluid in the lumen, and a deformed helix mechanism. Deformed inner coils approximately 15 millimeters (mm) to 35 mm from terminal end were also observed via x-ray imaging. This was likely induced during the attempted implant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed and revealed a necked-down inner coil at approximately 12 mm from the terminal pin. A necked-down inner coil near the terminal pin could potentially lead to helix extension and/or retraction difficulties and over-torque. The initial reporter's name was requested to the field, but this information is not available at this time. The local area sales representative was contacted asking for the initial reporter's name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high impedance measurements and high capture threshold values. The physician chose a different location, and the same abnormal measurements were observed, so they decided to relocate the lead once again, but this time, the helix did not retract as expected. Undersensing and dislodgement were also reported as part of the observations. Consequently, the lead was removed, and a different rv lead was used to complete the procedure. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high impedance measurements and high capture threshold values. The physician chose a different location, and the same abnormal measurements were observed, so they decided to relocate the lead once again, but this time, the helix did not retract as expected. Undersensing and dislodgement were also reported as part of the observations. Consequently, the lead was removed, and a different rv lead was used to complete the procedure. No adverse patient effects were reported. The lead was returned for analysis.